Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Gif/cf/pcf-190 series operation manual chapter 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the label was peeling, there was leaking under the light guide tube boot, the plastic distal end cover was chipped and scratched, switch 3 was cut, the adhesive on the borescope was scratched and torn, low angulation, the objective lens was chipped, scratched, and had worn glue, the two light guide lenses had debris, worn glue, and small edge chipping, the bending section cover was cracked, the insertion tube had deep scratches and dents, the control body was missing a color ring, the light guide tube had buckles, scratching, and leaking under the light guide boot, and the scope connector was dented, scratched, and its adhesive was dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, foreign material was stuck in the instrument channel of the flex video scope. The issue was found during reprocessing. There were no reports of patient harm.